Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of distal gastrectomy, the surgeon started firing the device to the cut end of the stomach, however the surgeon could not squeeze the handle halfway. The surgeon removed the device from the tissue. They replaced the device with a new cartridge, and connected to the same handle, and the procedure was completed with no problem. They checked the cartridge in question and noted that the firing stopped at 1cm from the proximal end. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5 centimeter cut line. Functionally the reload was loaded into a pmv instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed da mage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.